Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they had bent cannula. The customer reported that the blood glucose was running high from 300 mg/dl to 400 mg/dl. The customer stated that they had to change the infusion set and treat the high blood glucose by bolus. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report was created in error. The product reported with initial report is not a medtronic product.